Manufacturer narrative:
The reported complaint was not confirmed. The field el foreign service representative (fsr) could not reproduce the flow problem on the cardioplegia (cpg) side. After the fsr spoke with the customer, he believes the ice was too high causing the flow issue on the pump. The ice bank sensor is the old pneumatic style and is due for an upgrade. The fsr recommended the ice bank sensor upgrade to the customer and they declined the repair. No part will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating the water in the small tank. Water was warm enough that they were able to run it. The cardioplegia (cpg) side was running initially but stopped flowing. Port occluded on bottom of tank. No flow, temperature started rising on cpg side of unit. There was a delay in completing the procedure of about 24 hours (from previous day). The next day the device was changed out for a functioning cooler heater unit. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Clinical service spoke with the rn (manager of surgery department) on (B)(6) 2015, and has made attempts to speak with the chief perfusionist (ccp) on the case, but has not connected. According to rn, during cardiopulmonary bypass (cpb), there were issues with the cooler heater unit and these included problems with warming of the water that was directed to the oxygenator (main) and they lost the ability to provide cold water to the cardioplegia system. There was no functioning back-up cooler heater available at the hospital, but they did make arrangements to borrow a water system device from another cardiac center in town (B)(6). The borrowed unit did arrive in a timely fashion, but the cardiac surgeon elected to not place this unit in service and the procedure was suspended. The patient was scheduled for a CABG x 3 procedure, and 2 of the 3 bypass grafts had been completed. The patient was stabilized and waned from cpb without issue. The chest was closed with surgical dressing (only) and chest wires were not placed. The patient was transferred to the intensive care unit (ICU) until the following day. A functioning cooler heater unit was available the following day and the patient was brought back to the operating room (o/r), placed on cpb, and the procedure was completed. The surgical procedure was completed successfully, without associated blood loss. There was a delay in completing the procedure of about 24 hours (from previous day). According to the rn, the patient was weaned from cpb successfully and no harm was observed. Clinical services spoke to the ccp on (B)(6) 2015 regarding this incident. The ccp was not involved in this procedure and he stated that perfusion for this case was provided by a locum tenen perfusionist. The ccp did confirm the locum tenen perfusionist on case did have issues with delivering cold cardioplegia (cpg) and the ccp confirmed that a back-up unit was provided by a neighboring hospital. The back-up unit was from a different manufacturer and had different connections, etc. And this is part of the reason the cardiovascular (cv) surgeon elected to suspend the completion of the procedure to the next day. The ccp also confirmed, there was no harm observed either day of the surgical procedures.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2015-00498. Per the user facility's biomedical engineer (biomed), fault indicators lights were not illuminated. Per the perfusionist (ccp), he uses chlorine strips to check the chlorine level every day during the week. The ccp never defrosts the ice block but he turns the machine off after each case and the ice is usually melted before the next case, as they only perform two to three cases a week. The ccp stated that the water was not heating up as much as it should, "water felt cooler than normal." The user facility uses a third party to perform preventive maintenance (pm) on a semi-annual basis. The customer's back-up unit was being used for parts.